Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by the customer's parent that the customer's insulin pump was double bolusing. The customer¿s blood glucose level was 252 mg/dl at the time of the incident. The caller stated they would use the meter to take a blood glucose reading which gets sent over to the pump and after bolusing, a few minutes later the pump will recommend a second bolus using the meter reading, sometimes without taking into account active insulin. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The insulin pump will be returned for analysis.